Event description:
This case was initially received via regulatory authority (fad, reference number: mw5074612) on 30-nov-2017. The most recent information was received on 12-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), bone pain ("bone pain"), arthralgia ("joint pain"), pain ("bone and body hurt from my knees to my rib cage and it was deep pain"), alopecia ("losing hair") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved, the abdominal pain, bone pain, arthralgia and alopecia outcome was unknown and the pain and fatigue had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bone pain, fatigue, pain and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 12-feb-2018: information received by regulatory , reporter , new events abdominal pain, bone pain, joint pain, bone and body hurt from my knees to my rib cage and it was deep pain and fatigue were added. Essure start and stop date were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (fad, reference number: mw5074612) on 30-nov-2017. The most recent information was received on 10-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's previously administered products included for an unreported indication: mini pill birth control from (B)(6) 2013 to (B)(6) 2013. Concomitant products included ibuprofen since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("losing hair/ hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and vulvovaginal dryness ("hormonal changes - describes: vaginal dryness"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bone pain ("bone pain"), arthralgia ("joint pain") and pain ("bone and body hurt from my knees to my rib casge and it was deep pain"). The patient was treated with surgery (surgical removal of coil(s) - bilateral removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain, alopecia, fatigue, mood swings and dyspareunia had resolved and the abdominal pain, bone pain, arthralgia, vulvovaginal dryness, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pain, pelvic pain, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (fad, reference number: mw5074612) on 30-nov-2017. The most recent information was received on 13-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("losing hair/ hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/fatigue"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and vulvovaginal dryness ("hormonal changes - describes: vaginal dryness"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bone pain ("bone pain"), arthralgia ("joint pain") and pain ("bone and body hurt from my knees to my rib casge and it was deep pain"). The patient was treated with surgery (surgical removal of coil(s) - bilateral removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain, alopecia, fatigue, mood swings and dyspareunia had resolved and the abdominal pain, bone pain, arthralgia, vulvovaginal dryness, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pain, pelvic pain, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet received, reporters added, lot number added, events added: mood swings, vaginal dryness, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, fatigue and device monitoring procedure not performed incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 36-year-old female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's previously administered products included for an unreported indication: mini pill birth control from (B)(6) 2013 to (B)(6) 2013. Concomitant products included ibuprofen since 2010. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("losing hair/ hair loss"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 25 days after insertion of essure. On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and vulvovaginal dryness ("hormonal changes - describes: vaginal dryness"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bone pain ("bone pain"), arthralgia ("joint pain"), pain ("bone and body hurt from my knees to my rib casge and it was deep pain"), abdominal distension ("bloating"), hypersensitivity ("allergic reaction") and genital haemorrhage ("bleeding"). The patient was treated with surgery (surgical removal of coil(s) - bilateral removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, pain, alopecia, fatigue, mood swings, dyspareunia, abdominal distension, hypersensitivity and genital haemorrhage had resolved and the abdominal pain, bone pain, vulvovaginal dryness, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, pain, pelvic pain, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Approximate weight at the time of essure placement 125 lbs patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bleeding, allergic reaction. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (fad, reference number: mw5074612) on 30-nov-2017. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a 36-year-old female patient who had essure (batch no. C35240) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's previously administered products included for an unreported indication: mini pill birth control from (B)(6) 2013. Concomitant products included ibuprofen since 2010. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("losing hair/ hair loss"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), 25 days after insertion of essure. On (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings") and vulvovaginal dryness ("hormonal changes - describes: vaginal dryness"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bone pain ("bone pain"), arthralgia ("joint pain"), pain ("bone and body hurt from my knees to my rib casge and it was deep pain") and abdominal distension ("bloating"). The patient was treated with surgery (surgical removal of coil(s) - bilateral removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, arthralgia, pain, alopecia, fatigue, mood swings, dyspareunia and abdominal distension had resolved and the abdominal pain, bone pain, vulvovaginal dryness, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, bone pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood swings, pain, pelvic pain, vaginal haemorrhage, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: current weight 155 lbs. Approximate weight at the time of essure placement 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media: new reporter added. Outcome for fatigue and joint pain updated. New event 'bloating' added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.